Manufacturer narrative:
H3: the pump was returned, and analysis found eri due to time progression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, lot/serial# unknown, product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a baclofen overdose following a catheter revision surgery. It was noted the baclofen dose wasn't adjusted following the catheter replacement; which resulted in the overdose. The patient was admitted to the intensive care unit (ICU) and had their dose adjusted. Additional information received from a consumer reported the patient had their catheter revised on (B)(6) 2019 and was discharged home. The patient was found unconscious on (B)(6) 2018 on the floor of their home. The patient's glasgow coma score was 10 and they were found to have a low spo2 (76-83%). The patient presented to the emts alert and oriented x 0, gcs of ten, no signs or alcohol or drug use. The patient's pupils were unequal, one size 5, the other (left) size 3). They were taken to (B)(6) emergency department with altered mental status symptoms of disoriented, confused, respiratory failure, agitated, and decreased responsiveness. The patient also experienced loss of urinary continence, nausea, and weakness. The patient was transferred to the ICU for acute encephalopathy related to toxicity/overdose of baclofen. The baclofen dosage was reduced from 37.14 mcg/hr to 18/1 mcg/hr. The patient suffered acute hypoxic insult to their brain secondary to the baclofen overdose. They continued to have problems with depression, anxiety, cognitive dysfunction, forgetfulness, poor short-term memory, nightmares, confusion, visual disturbance, loss of confidence, comprehension, post-traumatic stress disorder due to baclofen toxicity. It was noted that the overdose was related to a dosing error. As a result the patient needed to be resuscitated and had a prolonged hospitalization. The patient was intubated in the ICU and sedated. Blood pressures were 100-120 systolic and they were normotensive, tachycardic, and afebrile. The next morning the patient's bp's were up to 140-150's systolic. Lab work came back and showed leukocytosis of 17.2. The patient's ck was also elevated to 1897. The patient was sedated with propofol and will be monitored when they begin to wean sedation. It was noted the patient was receiving baclofen at 2000 mcg/ml at 890.4 mcg/day.